Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (asked unknown mg/ml at asked unknown mg/day) via an implantable pump for non-malignant pain. It was reported that the patient upset that she was not able to do a standup or open MRI.  It was reported since implant, the patient has had no pain relief. It was noted the pump was not alarming. The patient thought maybe something was wrong with the pump since the medication dose and concentration were the same as the pump before it. The patient was redirected to their healthcare provider to further address the issue.